Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device had suction alarms. Echo showed good position in left ventricle. The device was explanted, and the decision was made not to replace the impella. There was no harm or injury to the patient.